Manufacturer narrative:
Device eval summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, charger/model sn (B)(4) was intermittently powering on. The cause of the intermittent power ups is a defective power brick. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The last pt to use this charger/modem did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was intermittently powering on. The last patient to use this charge/modem did not report any deficiencies.